Event description:
As reported by the user facility: 4 infiltrations in 3 days since using infusomat space pump, previous to using this pump, the infiltration rate was 3 in 4 months. Details as follows: infant, 24g scalp vein tpn infusing via pump, lipids infusing via medfusion syringe pump. Pump at occlusion pressure level 1, alarmed occlusion, nurse discontinued set, was able to flush IV without difficulty, determined line was patent, reattached set, increased occlusion pressure to level 2, within 1 hour site infiltrated (B)(6) 2011. On (B)(6) 2011, infant, 24ga hand - 10% dextrose infusing, pump occlusion pressure set at level 1, at first hour, IV infusing without incident, within second hour, the IV infiltrated, IV was removed. On (B)(6) 2011, two-year old, 24ga. Hand, ivd5 and 0.45% ns at 50ml/hr with intermittent infusions of antibiotic (clindamycin/ceftriaxone). Infusing without incident for 12 hours, site check at 4am, antibiotic hung, at 5am pump sounded complete, IV found to be infiltrated, pump occlusion pressure at level 2. Infiltration from fingertips to mid bicep-blanched swollen, IV removed, parents refused to have IV restarted, after 8-10 hours some puffiness, able to move fingers, good perfusion to area. On (B)(6) 2011, infant, 24ga, right foot, pump occlusion pressure at level 1, 10% dextrose infusing, alarming occlusion, site checked, flushed without difficulty, blood return, pump occlusion pressure increased to level 2. Site fine at change of shift, at first hour of night shift, infiltration was present, blanching of toes to mid thigh, IV removed, extremity elevated and warm packs to area. Sixteen pumps have been removed from use in the nicu and pediatric units. On 06/03/2011, additional information provided by the facility indicated all infants were treated with warm compresses and extremity elevation and suffered no additional adverse sequel due to the reported incidents. Only one infant had a day longer stay in the hospital due to the infiltration. The pumps had only been in use in the nicu department for three weeks. All staff was trained on the use of the pumps by a b. Braun clinical representative. It was indicated that all incidents occurred with a 24ga., non b. Braun, catheter and only in the nicu and pediatric units. The infiltrations are not taking place with the reported pump and other catheter ga sizes used in other areas of the hospital and the pumps are continued to be used in other areas of the hospital. On 06/08/2011, additional information received from the clinical b.braun representative indicated that b.braun is working with the facility to put the facility in contact with other facilities that have made the conversion to this pump and are not having any difficulties. There have been no other complaints of this nature in the field.

Manufacturer narrative:
Twelve pumps were returned to be evaluated. No visual manufacturing abnormalities were noted. At this time, these incidents are still under investigation, pending further physical evaluation of each pump. A follow-up report will be filed when all testing on the pumps is completed. Since it was reported, the pumps were new to the facility and the incidents were only reported in the pediatric and nicu units, it is possible the incidents occurred due to a learning curve and not to any deficiency of the pump. In actively working to determine the root cause, all available information and samples of the 24ga needles and the tubing sets in use with the pumps by the reporting facility have been forwarded to the actual manufacturer for evaluation. (B)(4). Additional device manufacture dates: 10/2010 and 12/2010.